Event description:
It was reported that the 9800 system could not get a lateral image on a "heavy" patient during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.